Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Pa could not confirm the allegation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) along with right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement during implant procedure. Additional information obtained from the field representative indicated that the cause of the high pli was not determined. The ICD remains in service while the ra lead was an attempted implant and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.